Event description:
Caller reported a malfunction on the pump, identified as malfunction code 12, but no notable events occurred prior to the issue. There was no adverse impact to the customer's blood glucose level. Technical support provided pump reset information and assisted the caller in resetting the pump, after which the malfunction did not recur. Customer was advised to continue using the pump and to contact technical support if any issues arise again.